Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with a cracked housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log was not downloaded. To further investigate, a functional test was performed. Customer problem not duplicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "error 1720". No patient injury reported.